Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated death/event date (reported as (B)(6) 2014).

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of death is a known observed and potential patient effect as listed in the rx acculink instructions for use. A review of the lot history record revealed no non-conformances from this lot. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the death certificate indicates the causes of death were atrial fibrillation, end stage renal disease and dementia. The patient expired on (B)(6) 2014. The study site indicated the patient death is not related to the study device and the study procedure. No additional information was provided.

Event description:
It was reported that the patient had one rx acculink stent implanted in the mildly calcified right internal carotid artery on (B)(6) 2012. One and a half years later, in (B)(6) 2014, the patient died of an unknown cause. The study physician was unable to assess the relationship of the death to the device. No additional information was provided.